Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since their knee replacement surgery on (B)(6) 2017, their bladder has been out of control. It was indicated that they had been peeing once or twice every hour, sometimes three or four times. They stated that they had not been able to sleep, and it was "destroying" their health. It was noted that they had already made adjustments, increased stimulation to 3.5v but had yet to see any change in symptoms. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient saw a urologist, who prescribed myrbetriq, which provided good relief for two weeks. The urologist took an x-ray and saw no issue with the implanted neurostimulator (ins) or the leads. An ultrasound showed that the bladder was normal and a manufacturer representative (rep) was supposed to show up to the next appointment. There were no further complications reported or anticipated.